Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads, missing end cap sticker and cracked belt clip slot. (B)(4).

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 140 mg/dl. Customer was advised that insulin pump would need to be replaced.